Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call insulin pump did not alarm with low battery alert prior to replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now without a low battery warning. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. The insulin pump will be returned for analysis.